Event description:
During evaluation of a returned spectrum pump a reported ¿system error¿ was verified as a system error 345 (thermistor disparity) alarm. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation a reported ¿unspecified alarm¿ was verified as a system error 345 (thermistor disparity) alarm. Review of the event history log identified multiple system error 345 messages. The cause was determined through review of the thermistor readings, as the downstream thermistor was out of range and unable to be calibrated. The force sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.